Event description:
It was reported the customer had recurring battery out limit alarms on their insulin pump. Customer stated they have changed their battery several times, but the alarm persisted. The customer was able to clear the alarm, but had to reset their time and date. The customer stated their basal rates were intact. The customer will be monitoring their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.